Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death is listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that 5 days post implantation of 2 xience v stents in the proximal left anterior descending artery (plad), the patient experienced a myocardial infarction (mi) and was hospitalized. During the same hospitalization, the patient experienced congestive heart failure, acute renal failure and was started on dialysis, polymorphic ventricular tachycardia with subsequent cardiac arrest and worsening anemia. Reportedly, per angiogram, the xience v stents were patent. The mi and the other adverse events were unrelated to the xience v stents. On (B)(6) 2010, the patient experienced a gastrointestinal bleed. On (B)(6) 2010, approximately 9 months post stent implantation, the patient died. Cause of death is unknown. No autopsy was performed and the event was found through the social security records. There was no additional information provided.